Event description:
It was reported that the device had smoked / burning smell due to burnt l/s iui. There was no patient involvement.

Event description:
It was reported that the device had smoked / burning smell due to burnt l/s iui. There was no patient involvement.

Manufacturer narrative:
Additional information : annex c : c07, c0208, c0601. Annex d : d15.

Manufacturer narrative:
Additional information: imdrf annex a, g and d grids.

Event description:
It was reported that the device had smoked / burning smell due to burnt l/s iui. There was no patient involvement.

Event description:
It was reported that the device had smoked / burning smell due to burnt l/s iui. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had smoked / burning smell due to burnt l/s iui. There was no patient involvement.